Event description:
The customer reported that the touch screen did not work. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed evidence of deep scratches on the screen. Due to the damage to the touchscreen the touchscreen cannot be calibrated. No further testing required. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Physical damaged resulted in the scratches on the screen.